Event description:
Event description guidant/cpi received information that due to micro-perforation and micro-dislodgment with a rise in the threshold, this selute picotip lead was removed from service and replaced with another guidant lead.